Event description:
The pt had an intra cranial pressure (icp) disconnect alarm. The nurse paused the alarm without checking on the pt for 3 mins. The customer stated after the 3 min alarm pause, the alarm did not sound and the pt bled and required a transfusion of 2 units of blood.

Manufacturer narrative:
The hospital biomed was contacted post-incident and he stated that the ice disconnect inop was generated by the involved monitor. The nurse had paused the alarm and left the room. A visitor of the pt notified staff that there was blood on the pt. The pt was attended to and recovered from the loss of blood. The hospital biomed tested the involved monitor post-incident and could not duplicate the problem with the alarms. The monitor labeling states that when a disconnect alarm is paused, the measurement in question is switched off since the common expectation is for the provider to correct the situation and restart the paused alarm. This info will be communicated to the customer via a written letter. The involved device remains in use at the customer site and is considered fully functional.